Manufacturer narrative:
We have received two open pouches with an unopened ampoule in each pouch with leakage signs. One of the ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point. The other ampoule received has also been optically evaluated and there is a crack in the body. It seems as if the ampoule has suffered some stress that could cause this defect. However, we could not determine when it took place. We have reviewed the batch manufacturing record of this product and no deviations have been found related to this issue. Taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. Cause is failure on production process. We have opened a corrective and preventive action ak201485274 in order to determine the root cause of the defect in the injection point of the ampoule and actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. The device history record has been reviewed. The DHR was released on 2018-08-07 with one deviation regarding the amount of units for the gamma-sterilisation which has no effect on the quality of the product.

Event description:
It was reported that there were white stains on the products. The issue involved histoacryl ampoules. The ampoules were not used. This report addresses the first ampoule. Associated medwatches: 3003639970-2018-00796 (this report); 3003639970-2018-00797.